Manufacturer narrative:
The analyzer used was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable online tdm phenytoin - free phenytoin application results for one patient sample. The initial result was 0.0578 with a data flag. The repeat result was 1.50. No unit of measure was provided.